Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified white particles and an opening(curved) on radius. Leak test and microscopic analysis was performed which identified a striated opening on anterior, creases fold and wear abrasion. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consistent in the use of a surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.